Event description:
Patient was revised to address loosening of the tibial tray. Osteolysis was noted intraoperatively.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product information required to review the device history records was not provided. The investigation could not identify any one root cause of the polyethylene wear, as the length of time implanted (15-1/2 years), tibial tray loosening, and method of sterilization could all be contributing factors. Based on the performed investigation, a need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.